Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a metacarpal fracture, the ar-18716-11 broke upon insertion. Additional information provided 2/26/21: all fragments were removed from the patient. The corresponding drill bit for the 1.6mm screws was used prior to insertion (1.2mm drill bit). The patient was in upper 20s with healthy bone quality. After removal of the broken screw, a new screw of similar size was used to complete plate fixation.